Event description:
It was reported that the customer's pump battery was depleting too quickly, though it did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to fully charge the battery to 100% and to monitor the battery percentage over the next 24 hours before calling back.